Event description:
It was reported that the patient stated the pump had not been working for the last few months as the fluid was "not passing". The patient had not contacted the physician. Patient liaison reached out to the patient but no answer was received yet.